Event description:
A malfunction was reported with the pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer followed up and during troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.